Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient who underwent bilateral lasik was experiencing redness and burning due to dry eyes in the right eye, at the two month postoperative visit. Artificial tears, antibiotic, and steroid drops were prescribed for three days, and the symptoms resolved with treatment. Another report has been filed for the left eye.